Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the reamer head has disassembled from the flex shaft. The flex shaft is not fractured. The shaft diameter is conforming to print specifications. Discoloration is seen throughout the length of the shaft. The device has a potential field age of approximately 13 years 5 months. Radiographs were provided and reviewed by a health care professional. Review of the available records identified single intraoperative fluoroscopic image of the forearm demonstrates the metallic piece within the medullary canal of the mid diaphysis of the ulna. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when reaming the ulna, the reaming head fractured off and got stuck in the medullary canal. Attempts have been made and additional information on the reported event is unavailable at this time.